Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00388. It was reported that the patient therapy strength on the patient left l2 lead was decreasing on its own. As such, surgical intervention took place on (B)(6) 2022 wherein the left l2 lead was explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op. Note: it is unknown which sn is the left l2 lead. As such, both leads are being reported.